Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(4), is related to case with patient identifier (B)(4).

Event description:
It was reported that the connector has partly come away or completely snapped off resulting in a leak around the cannula site. The customer experienced elevated blood glucose levels. No adverse event was reported. This occurred with a previous box of infusion sets, therefore the lot number was not provided. The infusion sets were no longer available therefore, no product could be requested to be returned for product evaluation.